Event description:
Customer's mother reported via phone call that the insulin pump was submerged in water. The device alarmed motor error and the display went blank. The insulin pump was beeping and vibrating without an alarm. The battery was removed and the customer had not been using the device. Blood glucose value was 227 mg/dl. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.